Manufacturer narrative:
The following screws were implanted in the patient: product ID: 55840006545, lot: h5497477, qty: 6, UDI: (B)(4). Product ID: 5840007545, lot: h5491405, qty: 2, UDI: (B)(4). It is unknown that which 2 screws from the above 8 screws loosened. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis with documented pre-operative instability levels implanted: 3 levels it was reported as per clinical study that on (B)(6) 2020, post-op, the patient underwent a CT scan of lumbar spine, which revealed loosening of bilateral s1 pedicle screws. According to the site assessment, the adverse event was causally related to posterior fixation and related to surgical construct and/or study procedure. According to the sponsor assessment, the adverse event was causally related to multi-axial screws, rods and set screws. The outcome of the adverse event is pending.